Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated that back arrow, down and middle button and the side buttons of the insulin pump were unresponsive. Customer also stated that the issues frequency was often. Customer performed self test and test was passed. After troubleshooting, customer was pressed the highlighted key to unlock, it did not respond automatically and all other buttons responds were automatically except for the down arrow. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.